Event description:
It was reported the patient experienced a break in aseptic technique further described as the patient made a mistake, touch contamination and patient did not wear a mask during peritoneal dialysis (pd) therapy which contributed to a peritonitis event manifested by cloudy effluent, abdominal pain, and fever. Additionally, it was reported the solution bag was only half full, but the patient proceeded to use the bag, which also contributed to the peritonitis event. The patient went to the emergency room for cloudy effluent, abdominal pain and fever and was admitted to the hospital for peritonitis. Two days later, the patient experienced severe abdominal pain and distention. On the same day, the patient was diagnosed with diverticulitis and a bowel perforation. It was determined that the bowel perforation also contributed to the peritonitis event. No treatment or intervention was performed. The patient was hospitalized for 8 days. On an unknown date, the pd catheter was removed and the patient was transferred to hemodialysis. The patient was retrained on proper aseptic technique. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.